Event description:
Related manufacturer report number: 2017865-2023-20991. During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.